Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "air in line." Was not reproduced. The device reproduced a reload set (air detector) when loading a set. A review of event history revealed reload set for multiple times. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified .the cause was determined to be ultrasonic sensor calibration was out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.